Event description:
It was reported that a patient presented remotely with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. The patient was stable throughout.